Event description:
It was alleged that air was noted in the line to the pt during an infusion. It was noted that the IV tubing burette chamber had emptied of fluid and 10cm of air was noted below the pump's air in line detector. There was no pt consequence.